Manufacturer narrative:
H3: investigation preliminary result: the devices returned were generally unobservable, due to the devices being deployed within what appears to be an endologix® afx® endovascular aaa system. With the information provided, it can be determined that devices were utilized outside of the IFU. The abluminal surfaces appear to be mostly covered in thrombus. There is no evidence of seroma, which would be indicative of ultrafiltration. Based on the information and images provided, the time and cause of the type v endoleak cannot be determined. Based on the explant scientist¿s review of the gepromed report, the utilization of the devices outside of the IFU, and no evidence of seroma, no additional analysis was requested. On april 11, 2023 the product surveillance group has been informed that pre- and postprocedural images will be provided. If imaging will be received, an imaging evaluation will be performed.

Event description:
It was reported to gore that on (B)(6) 2013 the patient presented with an aneurysm that was treated with a afx® endovascular aaa system from endologix. It was stated that on (B)(6) 2019, gore® excluder® aaa endoprostheses (one gore® excluder® trunk-ipsilateral leg component and one gore® excluder® contralateral leg component) were implanted in order to treat the same aneurysm. Reportedly endotension was suspected on (B)(6) 2022 and aneurysm enlargement of 3mm in 6 months has been identified. It was stated that on (B)(6) 2022, all endoprostheses were explanted due to suspected endotension. The abluminal surfaces of the explanted devices appear to be mostly covered in thrombus. There is no evidence of seroma, which would be indicative of ultrafiltration. Based on the information and images provided, the time and cause of the type v endoleak cannot be determined. The patient's outcome is good, he tolerated the procedure.

Event description:
It was reported to gore that on an unknown date in 2013 the patient presented with an aneurysm that was treated with endoprostheses from an unknown manufacturer (non-gore). It was stated that on an unknown date in 2019, gore® excluder® aaa endoprostheses were implanted in order to treat the same aneurysm. It was stated that on (B)(6) 2022 all endoprostheses were explanted due to endotension. Aneurysm enlargement has not been reported. The patient's outcome is unknown.

Manufacturer narrative:
The exact date of implant is unknown. Since only the year of implant was provided, (B)(6)2019 was used as the implant date. Evaluation codes type of investigation b13: additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description in section report.  The medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated coding due to closure of final investigation results d1103: the devices returned were generally unobservable, due to the devices being deployed within what appears to be an endologix® afx® endovascular aaa system. Per the instructions for use, ¿the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: ¿ revision of previously placed stent graft (md172231 rev. 3, p. 6).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.